Manufacturer narrative:
The report received from the affiliate indicated that while stenting the internal carotid artery, which had slight calcification and tortuous a cordis transit catheter was placed to facilitate the exchange of one terumo guidewire for another. When the new wire was inserted into the hub of the transit, it would not advance. The transit2 catheter was exchanged with new one and the procedure was finished successfully. There were no reported patient complications. The product will be returned for analysis. Additional information has been requested from the facility. This information and the results of the product analysis will be submitted within 30 days of receipt.

Event description:
Hub/ catheter blocked causing a loss of catheter and wire position.